Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged needle was confirmed, and the cause appeared to be supplier related. One needle from a nexiva device was provided for investigation. A spiral groove was observed on the needle between the grip and the midpoint of the needle, which likely contributed to the reported needle disengagement difficulty. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva needle disengagement removal difficult. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of ward 4 of the renal department reported the details as follows: during the puncture process, it was found that the needle core could not be withdrawn, and after violent withdrawal, it was found that the needle core was in a twisted shape number of affected units: 1.

Manufacturer narrative:
Facility name exceeds character limit: (B)(6).